Event description:
A report was received of an endosseous dental implant which was explanted due to inadequate osteointegration. The pt has a bruxing habit. Supparation was noted. The dr reported that the pt's neurosis was a contributing factor.